Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that they "have a biospot unit and our older endopath excel 12mm ports have rubber seals that are failing." It is unknown how the case was completed. There were no patient consequences reported.